Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. (B)(4). Conclusion: interrogation of the reply + dr device failed because the smartview version installed on the programmer was obsolete. The orchestra + shall be updated with a smartview version that supports reply + dr device. (Smartview 2.28 or 2.30).

Event description:
The device could not be interrogated (unspecified error message was displayed) upon follow-up performed roughly two months after implantation. Many info and data are missing in this report (implantation date, serial number...). It should be noted this device was not interrogated at implantation time (reportedly).